Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va037lu, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va03csw, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information was received from the consumer that reported the patient had intermittent/erratic therapy. Since implant in 2012, the patient has had to replace his right implant once due to high parameters, 4.60 currently. They had speech issues, walking problems, falling, and freezing. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what steps were taken to resolve the event. If additional information is received, a follow-up report will be submitted. **please see manufacturer report #3004209178-2015-17611 for information on the patient's concomitant system.